Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time. CAPA/sa - no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer stated that that there is no insulin flow during injection. Consumer does not re-use. Lot #: 0176839. Catalog #: 320122. Date of event: unknown. Samples: discarded.